Manufacturer narrative:
Weight-ethnicity:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 vicmo 13.2 implantable collamer lens of -5.5 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and the problem was resolved. Cause is reported as unknown.